Event description:
Customer report the use by date on the comfort curve test strip vial as 9/30/2009. Manufacturer's batch record confirmed the actual use by date to be 5/31/2009. No adverse event reported. Requested return of suspect device, and replacement was sent.